Event description:
Most debris was removed using suction. Large amount of metal debris was deposited in shoulder joint while using this blade during arthroscopic surgery.

Manufacturer narrative:
The device has not been returned for evaluation. (B) (4).